Manufacturer narrative:
(B)(4). Report source: (B)(6). The device was not returned for analysis. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number/ lot number) of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded.

Event description:
It was reported that the blue impaction pads fractured off into pieces upon impaction. One of the pads fractured into three pieces and had to be removed from the joint space. Attempts have been made and no further information has been provided.